Event description:
Customer states: "when he is in the lift, you have to consistently pump the lift because he is slowly dropping down when not pumping."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9805p, serial number/date code and age of product are unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.